Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_burrholecap lot# serial# unknown implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the reason for the revision was due to erosion of the scalp over hardware with contamination. They indicated the patient was a heavy cigarette smoker. Devices that were revised included the proximal lead/burr hole cover.

Manufacturer narrative:
Fdc code 92 was replaced with fdc code 22. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the wound break was almost certainly related to the patient's heavy cigarette smoking and possible minor trauma. The hcp reported that the erosion had been resolved and the related devices had been explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Report indicated (B)(6) 2015; however, devices explanted in (B)(6) 2015, so timeline is unclear. The main component of the system, other applicable components are: product ID: 3387s-40, lot#: va02bm6, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient did very well during the first year after implant. The patient had a revision surgery in (B)(6) 2015. The exact reason for the revision was unknown. A culture was done at that time, but there was no sign of infection. The entire system was allegedly implanted in 2015. No medical symptoms were reported. No further complications were reported. Relevant medical history included history of smoking.